Event description:
N/a

Manufacturer narrative:
The icp monitor (ID (B)(4)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the product was returned for service and repair; unit passed all testing and was unable to replicate failure. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch: (B)(4). "The icp express monitor that was previously working on the patient blacked out and alarmed "system failure". The device was then plugged back into the wall (it was previously with unplugged as the patient was being transported), and the nursing staff attempted to reboot the device. The alarm and message "system failure" appeared again as the device was attempting reboot. The patient had to then be moved to a different monitor."